Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie failed. A field service engineer (fse) found that drawer 1.1 was randomly failing with all pockets not on the bus. The pockets would sometimes recover after a reboot or reseating connections but would fail again. The fse replaced the drawer controller board, rebooted the system, and performed recover storage space. The system was rebooted multiple times to ensure the drawer did not fail again, and testing was completed in diagnostic mode, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in drawer 1 failed repeatedly. Users were unable to remove medications due to multiple failed cubies. A reboot was attempted; however, an error indicated that the cubies were not recognized, and recovery was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.